Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg, no investigation could be completed. Based on the information provided in the complaint it is unclear if the pump failed to deliver or not. This report will be updated if any further information is received.

Event description:
The initial reporter stated that the pump was not infusing. They stated that the pump hadn't infused and the patient had gone to the hospital. They refused to provide any additional information at this point, and it is unclear if the patient was indeed admitted to the hospital or not. Mmdg did follow up with the initial reporter who, at that time, was unable to provide any details regarding the complaint. They did state that the patient was "fine" after the complaint event. [(B)(4)].